Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so correct fit and orientation could not be verified. Patient factors that may affect performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.